Event description:
It was reported by the pt's attorney that as a result of having the product (s) implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported event. The instructions for use which accompanies each device states in the adverse reactions section: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant perforation or lacerations of vessels, nerves, bladder or bowel, which may occur." The precautions state: "the pelvilace to system is for single-pt use only and is to be implanted surgically. Postoperative retropubic bleeding may occur in some pts and must be controlled before pt release. The pelvicol sling in the pelvilace to system should be moist when removed from the packaging. Do not implant the pelvicol sling if it is dehydrated or dry. The pelvilace to system procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Proper placement of the pelvilace to system at mid-urethra requires that the tissue sling lie flat with minimal or no tension under the urethra. The pelvilace to system is intended as a single use, disposable device. Do not resterilize any portion of the pelvilace to system. Pts should be advised that pregnancy following a pelvilace to system procedure may negatively affect the success of the previous procedure and incontinence may reoccur."